Event description:
Upon introduction of the 054 reperfusion catheter into a 6f guiding sheath, the catheter kinked and separated before it was introduced into the patient. The physician did not notice any significant resistance when advancing the catheter. The catheter separated in two but was held together by the (B)(4) coil.

Manufacturer narrative:
Technical evaluation: the catheter is fractured 59.5cm from the hub/shaft joint. The incident was confirmed as reported. The DHR of this manufacturing lot has been reviewed. Qty: 1. A review of the device history record (DHR) was completed on part #2201 (lot #l16193). (B)(4). This da is not related to this incident.